Event description:
The reporter indicated that the lead will be returned because it appeared to be bent at the point of the "electrode lead/junction." There is no pt information available. The device was not implanted.